Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted the reloads were fully fired and the interlocks were engaged. The jaws of the reloads were open. The sutures were cut properly. It was reported that the device was returned without an alleged complaint. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device had damage to the cutting edge of the knife blade. The most likely cause could not be established from the information available. Another unreported condition was identified: the device was applied on over indicated tissue. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection of lung parenchyma, when the 2 cartridges were connected to the adapter, green button illuminated before checking the opening and closing of jaws. Another adapter was used with the same handle, shell and reload to resolve the issue. There was no patient injury.